Event description:
It was reported that while tests were being done, several beats were seen, then a message was displayed that telemetry was interrupted and the test was canceled. The measured battery data was consistently 2.56 v, 9 ua, 15.3 kohms. A software download was unsuccessful and the device eventually went to no output. The patient was pacemaker dependent at 40 bpm. The patient also had atrial fibrillation with a slow ventricular response in the 30's.